Event description:
Boston scientific received information that the power cord was hot to touch. A boston scientific company representative verified that the patient's power cord had a burning smell. The company representative sent a return label and the allegation was confirmed. The communicator was deactivated. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory and it confirmed the allegation. This is a returned power brick only and was caused by electrically over-stressed (eos) product. There was a storm mentioned in the pi. The green light was not lit on the power brick cord. The power brick had a ringing noise to it. The brick was slightly warm when plugged into an electric source. Additional information received does impact MDR decision and rationale. No adverse patient effects were reported.